Manufacturer narrative:
(B)(4) for the reported event of stent removed partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was used during an esophageal stenting procedure performed on (B)(6) 2013. The lesion was 24-35 cm located in the mid esophagus to gastroesophageal junction. According to the complainant, the indication for stent placement was due to a gastrointestinal (gi) malignancy. The patient's anatomy was not torturous. The lesion was not dilated prior to the procedure. During the procedure, the physician attempted to deploy the stent. The stent was reportedly not deploying properly and got stuck midway through deployment. The partially deployed stent was removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 115 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was used during an esophageal stenting procedure performed on (B)(6) 2013. The lesion was 24-35 cm located in the mid esophagus to gastroesophageal junction. According to the complainant, the indication for stent placement was due to a gastrointestinal (gi) malignancy. The patient's anatomy was not torturous. The lesion was not dilated prior to the procedure. During the procedure, the physician attempted to deploy the stent. The stent was reportedly not deploying properly and got stuck midway through deployment. The partially deployed stent was removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".